Event description:
It was reported that, during use the cardiosave intra-aortic balloon pump (iabp) unit had multiple alarm "standby time exceeded" message and a gas loss alarm without the console being in standby. There was no patient harm or injury was noted.

Manufacturer narrative:
Due to character restriction in block e1 , event site state is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1, d4 (version or model #, catalog # and UDI #), e1 (initial reporter), e3.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) completed maintenance successfully. Unit was recently pm'd on 4/10 and no issues were detected. Unit passed the pm and was returned to customer.

Event description:
It was reported that, during use the cardiosave intra-aortic balloon pump (iabp) unit had multiple alarm "standby time exceeded" message and a gas loss alarm without the console being in standby.the pump was exchanged to a new console and the alarms continued. A printed alarm log only showed several gas loss alarms and augmentation below set limit alarms. There was no patient harm or injury was noted.